Event description:
The olympus (okr) field service engineer reported that an ¿e433 error occurred¿ with the customer high frequency electro-surgical generator unit. The customer reported problem was found during an unspecified event. However, the intended diagnostic procedure was completed with a similar device. No death or injury and no delay in the procedure was reported.

Manufacturer narrative:
The referenced unit was returned to the olympus repair center. The repair inspection was unable to confirm/reproduce the reported error. No other findings were observed, and the device was noted to be in standard specification. Therefore, the cause of the error e433 could not be determined. The investigation by the legal manufacturer determined that there is no design, manufacturing, material or processing related cause for the reported event. A review of the device history records (manufacturing and quality control) was performed for the affected serial number without showing any nonconformities or deviations regarding the described issues. Since strong voltage peaks may occur at the output transformer of the generator board, which can destroy the transformer, there is a chain of protection diodes (tvs diodes) on the relay board, which are to suppress these voltage peaks. They can be configured for three different voltage ranges. When the esg-400 is started, this diode chain is checked for a short circuit (short) or high impedance (open) under different conditions. Error message e433 occurs if the effective value of the output signal falls below the intended limit of 130v, which normally indicates a low-impedance diode chain. Since the reported e433 error could not be reproduced during testing, it must be assumed that the reported error is attributable to one of the temporary causes listed below: 1. Disturbance of the esg-400 due to interspersed electromagnetic interference fields (temporary error). 2. The user actuates the foot switch while the generator is booting (temporary error caused by user action). 3. A defective foot switch (temporary error). 4. A defective foot switch (temporary error, defective reed contact). 5. A defective cable connection between the hvps board and the generator board (temporary or permanent error). 6. A defective cable connection for the output signal between the generator board and the relay board (temporary or permanent error). If error message e433 occurs only sporadically (temporarily), no further actions are necessary. If error message e433 occurs frequently or even permanently, the esg-400 should be subjected to a technical inspection. Any error messages that may appear during operation are triggered by the safety system of the esg-400 and communicated visually and acoustically to the user. They are part of the device's own security concept. In particularly critical cases, further use of the device is prevented by the security system until the error has been corrected. In general, the customer is required to check the function of all devices used prior to a procedure. In addition, according to the IFU, a suitable replacement device must be provided during an application. Olympus will continue to monitor the occurrence rate of the reported phenomenon related to the device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.